Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample using a microscope showed that the lens is cut in half. The complaint cannot be confirmed. Considering the condition of the lens additional analysis is not possible. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. The manufacturing record review was performed. There were no non-conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The product was manufactured according to specification. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Implant date: not applicable; there was no patient contact reported. Explant date: not applicable; there was no patient contact reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon receipt, the edge of the lens was marked/scratched. Reportedly, there was no patient contact. No further information was provided.